Manufacturer narrative:
(B)(4). The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, an infection of the implanted devices was realized and the devices needed to be explanted (B)(6) 2017. The patient expired on (B)(6) 2017 due to duodenal rupture.

Manufacturer narrative:
Updated event description.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, an infection of the implanted devices with enteric (gi) bacteria was realized. It was not possible to determine the route of the enteric bacteria or its relation of the device. The devices needed to be explanted on (B)(6) 2017. The patient expired on (B)(6) 2017 due to duodenal rupture related to the infection and device explant.